Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The gentrix surgical matrix was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a gentrix surgical matrix did not dissolve and created a seroma which created a blockage in the small intestine. After removal consumer states she is still having issues due to product. No additional information is available as the patient has not authorized the release of medical information.